Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that sheath of the microcatheter separated. A direxion was selected for use. During the procedure, after introducing the microcatheter into the introducer, it was noted that the sheath of the microcatheter broke. The device was then removed from the introducer. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The shaft and tip were microscopically examined. The device showed 1 break/separation on the shaft approximately 29cm from the strain relief. The device was not completely separated and the inner lumen was still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sheath of the microcatheter separated. A direxion was selected for use. During the procedure, after introducing the microcatheter into the introducer, it was noted that the sheath of the microcatheter broke. The device was then removed from the introducer. The procedure was completed with another of the same device. No patient complications were reported.